Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error "b30" occurred when using multiple scopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during maintenance. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, error code b30 was not confirmed and a root cause could not be identified. It was not possible to determine the factors responsible for this event. Other incoming inspection findings: connector socket wear. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.